Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic surgery the device didn't work. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 30-dec-2025: it was further reported that the anchor did not deploy correctly and the device pulled out of the prepared bone channel.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-3641sp-1 self-punching knotless 2.6 fibertak® anchor with #5 suture, ve5, batch 15461121, was received for evaluation. Visual evaluation of the inserter identified a slight bend at the distal end. Evaluation of the anchor identified fraying of the sheath and suture strands. The most likely cause of the reported failure is use error, including improper bone preparation and incorrect surgical technique with the device. Directions for use dfu-0054 at revision 8 bio-fastak, fastak¿, suturetak®, and fibertak® suture anchors. E. Warnings 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. G. Precautions 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 8. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. 9. Self-punching suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.